Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information and to retrieve reported device; however, requested information and device have not been provided yet. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the comfort splint. The patient reported of lips being swollen.

Manufacturer narrative:
The device was manufactured per patient's prescription (rx). The patient's device was not returned for an evaluation; however, test were performed on a similar device. A series of test were performed on the similar thermoformed mouth guard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on the test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed. There was no evidence of the test article causing delay dermal contact sensitization nor oral mucosal irritation. Without the device, physical structure testing cannot be completed. This incident is being monitored, tracked, and trended.